Manufacturer narrative:
The lot number has been corrected.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion set. The patient experienced symptoms of "feeling sick and vomiting". The mother transported the patient to the hospital. The blood glucose results obtained at the hospital were not provided. At the hospital the patient was treated with an infusion of insulin. It was reported that "the cannula was bent 90°". The patient was hospitalized from (B)(6) 2016 in the intensive care unit, and on (B)(6) 2016 was moved to the regular care unit. At the time of the report the patient was still hospitalized, it is unknown if or when the patient will be discharged. The material was disposed off at the hospital; therefore, no product could be requested to be returned for product evaluation.